Event description:
A malfunction was reported on the pump, which showed a malfunction code. There was no adverse impact on the customer¿s blood glucose level, as it was confirmed not to exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a result, the pump was replaced by technical support, and the customer was instructed on how to proceed with backup therapy and returning the defective pump.